Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 390 mg/dl at the time of incident. Troubleshooting found that the customer has used 3 infusion sets and reservoirs due to occlusions in the reservoirs. The customer indicated that they will contact their doctor to see what infusion set would work best for them. No further details.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.